Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was not able to reproduce the reported complaint; however, the fse replaced the replaced the vio integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive the iesu to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs. Upon visual inspection, an issue was identified that may be related to the reported event. During testing, the iesu displayed error code c-34 upon startup; however, a review of the generator log showed recorded errors c-00. The probable root cause of error c-34 is attributed to a faulty electrical component inside the iesu. This error indicates a lower voltage than expected during energy activation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a c-34 error occurred on an erbe generator was observed. An intuitive surgical, inc. (Isi) technical service engineer (tse) guided a hard power cycle, but the issue had not changed. Tse had then suggested trying the classic setting, though staff had indicated it would not provide enough energy. The staff had connected the erbe from another vision side cart (vsc) and had continued with the case. The procedure was converted to another da vinci system with no reported injury.